Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was not powering on. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began approximately a month ago (exact date/time is unknown). The patient reportedly manages her diabetes with 70/30 insulin with no adjustments and reportedly continued to take her usual dose of 80 u per day in response to the alleged issue. The patient claimed that one week later, she developed symptoms of 'shaking' as a result of not being able to check her blood glucose and denied receiving any form of treatment. At the time of troubleshooting, the cca noted that the patient reported that the subject meter was displaying the battery indicator so the patient replaced the battery but the meter did not power on after that. The patient reportedly put her old battery back in and did not use the meter. Upon troubleshooting, the cca noted that the meter powered on both using the test strips and the power button without issue. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.